Event description:
Customer reported that their pump was experiencing cartridge errors during cartridge changes. There was no reported impact to the customer's blood glucose level. The customer chose not to have further follow-up with cts at the time and was in the process of obtaining a new device, as their current pump was out of warranty.